Event description:
The device was being placed in the patient and the nurse was assisting. Normally the facility would clamp a peg catheter with a hemostat to prevent stomach contents from coming through the catheter; however, in this case they did not because there is a reinforcement coil encased in the distal end of the catheter. Stomach contents squirted through the catheter past the face mask of the nurse and into their eye. The nurse was treated with medication. They are back at work and have had no adverse effect.